Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 579 mg/dl. Customer reported that the insulin pump not blousing and just using basal. And both tests were passed. Customer declined to troubleshoot for high blood glucose level. The insulin pump as well as reservoir will not be returned for analysis.